Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient's skin irritation was confirmed. The patient reported a skin irritation due to the lifevest. There is no alleged device malfunction. The patient's doctor recommended applying aloe vera to the skin irritation. Follow up indicated that the patient's skin irritation is healed.